Event description:
It was reported by the aci clinical specialist that a (B)(6), underwent an interventional peripheral procedure on (B)(6) 2012. The physician utilized a right side access/contra-lateral approach for intervention of the left lower extremity. A pre-existing right sided long sheath (model cook-ansel) was left in for 48 hrs, since (B)(6) 2012, at (B)(6) for tpa infusion. The patient was administered 6,000 units heparin peri-procedure. After the interventional procedure was completed, the long cook-ansel sheath was exchanged to a 6f 10 cm cordis brite tip sheath for closure purposes. A pre-procedural right femoral angiogram showed no evidence of pvd and the stick location was at the sfa with an approximate vessel size of 5-6 mm; 50/50 contrast was not used. The mynx cadence vascular closure device 6f/7f was used to close the access site. It was reported that the physician could not pull the sheath back after he advanced the shuttle down to a hard stop. The balloon was deflated and the device was removed along with the sheath. The sealant was not delivered and was still visible on the device. Hemostasis was not achieved. The patient was converted to 15-20 minutes of manual compression. The patient was an inpatient and hospitalization was not related to the mynx device. The deployer is a trained user of te mynx device.

Manufacturer narrative:
The device was returned for evaluation and the deployment jam was confirmed. Visual inspection of the device showed the shuttle cartridge was disengaged from the handle with the sealant flush at the distal end of the shuttle cartridge. When an attempt was made to retract the shuttle, significant resistance was noted and the shuttle did not move. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1133501) indicated that the device lot met all established criteria prior to shipment.